Event description:
Device #1 issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that a patient with severe peripheral vascular disease, was scheduled for right leg amputation if the tight lesion in the right superficial femoral artery (sfa) could not be dilated. Multiple non-abbott stents were placed in the past and there was an area of in-stent restenosis. During the right sfa angioplasty procedure, the fox sv balloon was advanced to the area of stenosis. The balloon was inflated one time to 14 atmospheres (atm) and ruptured. The balloon was completely removed from the anatomy, and a second fox sv was advanced to the lesion. At 15 atms and during the first inflation the balloon ruptured. The balloon was completely removed from the anatomy. Reportedly, the physician could see where the stent struts were sticking out and felt the balloon ruptures were due to the stent struts. A non-abbott balloon was able to successfully dilate the lesion and circulation to the limb was returned. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4): the fox sv pta catheter (part 83983-02, lot 65962) indicated is being filed under a separate medwatch MFR number. Evaluation summary: the device was not returned for investigation. Although an specific root cause could not be determined from analysis, the physician stated he felt the stent strut may have contributed to the balloon rupture. No product malfunction, failure or deterioration of characteristic or performance of the device or inadequacy in the labeling and/or instructions for use was identified. A review of the finished device lot history record did not reveal any abnormalities associated with this lot number that could have contributed to the reported event.